Event description:
The doctor reported breaking the drill in a patient's tooth. The drill was not retrieved. The doctor reported leaving in place and using it as a post. There was no report of injury to the patient.